Manufacturer narrative:
(B)(4).

Event description:
It was reported the provider had difficulty intubating the patient. The provider made two attempts at intubation using the device and the device was removed two times due to bending of the tube (captured in MDR# 8040412-2019-00209). The provider reported the patient had swelling of the airway and felt the attempted intubations contributed to the swelling. It was unknown if any swelling was present prior to intubation. A third attempt at intubation was successful using a different device. The patient received inhaled and IV steroids. At the time of this report, the patient had been extubated and was receiving nasal support.

Event description:
It was reported the provider had difficulty intubating the patient. The provider made two attempts at intubation using the device and the device was removed two times due to bending of the tube (captured in MDR# 8040412-2019-00209). The provider reported the patient had swelling of the airway and felt the attempted intubations contributed to the swelling. It was unknown if any swelling was present prior to intubation. A third attempt at intubation was successful using a different device. The patient received inhaled and IV steroids. At the time of this report, the patient had been extubated and was receiving nasal support.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.